Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up phone call by product surveillance to the home patient (hp) regarding the check supply line alarm, it was revealed that there was a kink in the line. The hp stated she did not start over with new bags or cassette and that she was able to resume therapy using the same supplies after she corrected the kink. No patient injury or medical intervention was reported.

Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that she had changed the cassette only. The technical service representative (tsr) explained that she had to change the whole setup then. New setup to be used. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.